Event description:
The pt underwent a surgical revision. The lead and neurostimulator (ins) were moved to the left side of her body due to leads that migrated. The company rep confirmed that during the surgical revision, the lead was replaced and when the physician went to insert it into the existing ins, the setscrew would not tighten. After numerous attempts, the setscrew appeared stripped and the lead would not stay in place. The ins was then replaced. No surgical complications were reported. Further info was requested from the healthcare professional.